Event description:
Boston scientific received information that during the attempted implant of this cardiac resynchronization therapy defibrillator (crt-d), difficulty was experienced when trying to get the left ventricular (lv) lead into the header. The clinician noted not being able to see the is-1 connector pin go past the connector block. Sterile water and mineral oil were both used without success. It was noted that the lead passed the tug test; however, the physician was not comfortable with the device. A new device was therefore implanted. No adverse patient effects were reported.

Event description:
The device was later returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.